Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer was able to successfully resume insulin delivery with the existing infusion set and cartridge. Additionally, customer reverted to an alternate method of insulin delivery.